Manufacturer narrative:
On february 21, 2020, nakanishi received an e-mail from nsk america stating that the dentist had refused to return the handpiece for investigation on (B)(6) 2019. Due to the device not being returned from the distributor, nakanishi conducted an investigation by performing a DHR review. The review indicated that no problems occurred during manufacturing or testing of the subject device.

Manufacturer narrative:
This supplemental report is sent as a correction because the initial report was inadvertently considered by FDA to be a single MDR report. This supplement report clarifies that 1) the same event was initially reported separately by both the manufacturer and the initial importer and 2) the initial manufacturer report was therefore not intended as a single MDR report. The original report included on the front page both the manufacturer report number and the importer report number to cross-reference each report per "general instructions - for form FDA 3500a medwatch (for mandatory reporting)" (form FDA 3500a supplement (4/16) - form instructions). However, FDA is in the process of updating the instructions to form 3500a to clarify that the cross-reference information should instead be placed in section h.10. This supplemental report now places the initial importer report number (1422375-2019-00016) in section h10 additional manufacturer narrative for cross-reference purposes, as requested by FDA.

Manufacturer narrative:
According to the distributor, the dentist refused to provide any further information about the event, including information about the patient.

Event description:
On september 24, 2019, nakanishi became aware of a complaint input into the complaint database by a distributor (nsk america), regarding an nsk handpiece that had overheated and burned two patients. Nakanishi is submitting two separate mdrs based on the information in the database. The details regarding the first patient are as follows. The event occurred around (B)(6) 2019 (exact date is unknown). A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned the patient's lip, causing a blister. The injury is reported to have scabbed over and healed normally, with no further medical treatment required.